Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product packaging and the product specification were incorrect.

Manufacturer narrative:
The reported event is confirmed, packaging related. The reported failure is considered out of specification as the reported failure was reproduced. Visual evaluation of the physical sample noted 6 fr. X 26cm marked on the packaging and 4.7f x 26 cm marked on the product. A potential root cause for this failure mode could be ¿incorrect component". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the product packaging and the product specification were incorrect.